Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Should additional become available, a supplemental report will be submitted. Additional information was received. This was a revision case. The device was several years old and the cause was not determined. No adverse patient effects.